Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: minimally invasive surgery (fusion) levels implanted: l2-5 it was reported that intra-op, the driver broke while tightening the set screw. The product came in contact with the patient. No fragment of the broken product remained in the patient. There were no patient complications due to this event.

Manufacturer narrative:
Product analysis: visual and optical inspection revealed the shaft of the screw retaining driver has broke. Optical review of the fracture surfaces revealed a very brittle and rigid surface. The inner shaft of the driver has also been bent. Overall inspection of the instrument did not reveal any damaged that would contribute to the driver failure. It appears the shaft has broke from being over torqued. The damage done to the shaft is consistent with bend stress overload during use. The hex sides of the screw retaining tip have been rounded off from repeated use and the inner shaft of the driver has been bent where the shaft was broke in half. If information is provided in the future, a supplemental report will be issued.